Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. E1: initial reporter city: (B)(6).

Event description:
It was reported that slow deflation and removal difficulty occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During withdrawal, it was noted the deflation speed was slow during removal, making it difficult to remove. The device was successfully removed without issue. The procedure was completed with this device. There were no patient complications.